Event description:
It was reported by a patient on voluntary medwatch (B)(4) that they were treated for acne scars with fraxel treatment using a "luminess" laser and sustained "more scars and fat loss."

Manufacturer narrative:
Lumenis made reasonable attempts by telephone and email to obtain further information from the initial reporter; however no response was received. Lumenis is not the manufacturer of the fraxel system, nor do lumenis devices perform "fraxel" treatments. To the best knowledge of lumenis, lumenis did not manufacture the device described in the voluntary medwatch. Not a lumenis device.